Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hyptotube, inner/outer shaft, balloon and tip were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 46 cm from the strain relief and there were numerous kink in the hypotube. The fracture faces were oval, as if kinked prior to separating. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft of the catheter was fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the shaft of the catheter was fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.